Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and dimensional testing were performed. Due to the nature of the complaint, no functional testing was performed. Engineering performed visual examination and the following was observed: liner expanded starting at distal strain relief for approximately 1.5". Hpde is folded/damaged approximately 1.65" from distal strain relief for approximately 1.25" in length. Remaining liner is torn and distal tip opened as designed. Unexpanded section of liner within torn region, approximately 0.75" in length. Secondary tear within torn liner, approximately 2.5' in length. Both ends of the tear are attached. Single liner strand along distal end of liner approximately 6.25" in length. A 3mensio was provided for implant site characteristics only; therefore, it did not prove relevant toward assessing vasculature associated with sheath placement and delivery system advancement/retrieval. The esheath+ and commander IFU's were reviewed. Warnings include, 'the edwards esheath+ introducer set must be used with a compatible 0.035" (0.89 mm) guidewire to prevent vessel injury'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for liner punctured and sheath liner strand were confirmed based on the evaluation of the returned device and provided imagery. A review of DHR, lhr, and chr did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Review of post-procedural imagery confirmed presence of a compromised liner component; strand and tear. Additionally, fluoro revealed that the guidewire was outside of inner sheath lumen, indicative of liner puncture. Both failures were also confirmed based on the evaluation of the returned device. It is possible that patient factors such as calcification and/tortuosity could have contributed to the complaint events. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. However, in this case, since no relevant 3mensio report was provided, it could not be assessed whether patient access characteristics could have contributed to the observed failures. Furthermore, no difficulties were reported during advancement/retrieval of devices; therefore, a definitive root cause remains unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Update to d9 and h3. The device was returned for examination and a visual inspection found that the liner expanded starting at distal strain relief for approx. 4.25" followed by unexpanded section of liner approx. 0.75" in length, the remaining liner is torn for approx. 4.50", single liner strand along distal end of liner approx. 6.25" in length, and the sheath shaft was punctured approx. 1.65" from distal strain relief for approx. 1.25" in length. The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of liner puncture and sheath liner strand were confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lhr, and chr did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during valve insertion, slight resistance was noted; however, the valve was successfully delivered and deployed without complication." Post-deployment, it was observed that the guidewire appeared to be positioned outside the esheath while still inside the body. The esheath was removed by inserting the dilator and withdrawing the system without incident or injury. Review of post-procedural imagery confirmed presence of a compromised liner component strand and tear. Additionally, fluoro revealed that the guidewire was outside of inner sheath lumen, indicative of liner puncture. In this case, since no relevant 3mensio report was provided, it could not be assessed whether patient access characteristics could have contributed to the observed failures. Furthermore, no difficulties were reported during advancement/retrieval of devices; therefore, a definitive root cause remains unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), a transcatheter mitral valve-in-ring procedure was performed on a patient with a previously implanted non-edwards annuloplasty ring in the mitral position. The duration since the initial ring implantation was unknown. The intervention was indicated due to moderate mitral stenosis, although the patient presented without symptoms. A 29mm sapien 3 ultra resilia transcatheter valve was used for the procedure. During valve insertion, slight resistance was noted; however, the valve was successfully delivered and deployed without complication. Post-deployment, it was observed that the guidewire appeared to be positioned outside the esheath while still inside the body. The esheath was removed by inserting the dilator and withdrawing the system without incident or injury. The patient remained in stable condition following the procedure and continued to show no presenting symptoms. Image evaluation showed that the guidewire appeared to be outside of the sheath profile, liner puncture, and a liner strand.